Manufacturer narrative:
The customer replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.